Event description:
The patient contacted animas on (B)(6) 2012 reporting that she woke feeling sick with nausea and gagging and a blood glucose level elevated to 15 mmol/l. The patient stated that the pump had shut off. The patient stated that she changed the battery, but the pump would not power on. The patient reported correcting with an injection during the call. The patient stated that the yellow o-ring was not visible and denied having any previous power related issues. This report is made based on the allegation that the patient experienced hyperglycemia related to an alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: a review of the pump black box history showed that the voltage readings were stuck for 14 hours leading to a drastic drop in voltage accompanied with an alarm at 14:54 on (B)(6) 2012. The pump¿s depleted battery caused the pump to have a power event resulting in delivery interruption from 15:08 on (B)(6) 2012 to 20:22 on (B)(6) 2012. The pump battery compartment was observed to be cracked; a test cap was inserted and was able to secure to the pump appropriately. The pump powered on and exercised for 24 hours without issues. A delivery accuracy test was performed and confirmed that the pump was delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.